Event description:
The screwdriver stripped. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results indicates that the cause of this event was a handling error.